Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to push and were non responsive. Customer stated insulin pump battery compartment was chipped around the insertion site. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.